Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient needed revision due to head separation from stem.

Manufacturer narrative:
An event regarding disassociation and wear involving an accolade stem was reported. The event was confirmed through visual inspection of the device, whereby trunnionosis was identified. Method & results: device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated (B)(6) 2019. This inspection indicated: the parts were examined with the aid of a stereo microscope at magnifications up to 50x. The anterior, posterior, superior and inferior surfaces of the stem. Damages were observed on the neck of the stem, consistent with wear mechanisms due to the cyclic contact between the head taper and stem trunnion after the loss of their taper lock. Damage consistent with the explantation process in addition to biological fixation were also observed on the stem. Debris was also observed on the stem. A sample of the debris was placed on a scanning electron microscopic (sem) stub for further analysis. Dimensional & functional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Conclusion damage was observed on the stem trunnion and head taper. This damage was consistent with wear mechanisms due to the cyclic contact between the head taper and stem trunnion after the loss of their taper lock. Debris was also observed on the stem trunnion. Eds showed the stem was consistent with astm f1813 alloy, the head was consistent with astm f1537 alloy and samples of debris were consistent with a corrosion product, stem base alloy and biological material. Scratching was observed on the insert, which is a common damage mode of uhmwpe. Yellow discoloration consistent with absorption of synovial fluid was also observed on the insert. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: rejected for medical review - unable to confirm event; need revision operative report, additional serial dated x-rays, device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including revision operative report and additional serial dated x-rays are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
Patient needed revision due to head separation from stem.